Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the distal end/electrodes of the lead were bent and the distal connector of the lead was extrinsically bent. The lead was returned with severe damage and the distorted distal end prevented helix extension. There was an observation with the mcrd (monolithic controlled release device) that contains the steroid. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead helix could not back out. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.